Event description:
It was reported that pump experienced malfunction alarm with code displayed and no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, reset pump with guidance from support, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction alarm happened again.